Manufacturer narrative:
Device was used for off label indication. The indication device used for was dystonia. Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 37642, serial# (B)(4), product type: programmer, patient; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that a power on reset (por) condition occurred on the patient's device. It was noted that the patient was unable to adjust her stimulation and saw the "call your doctor" icon. It was further noted that the patient had "some testing" performed in the hospital a week prior to the report, and turned the device off "only once". It was noted that the patient had used her device since this hospital visit. It was noted that the patient was in the hospital for an unrelated event. It was noted that the patient suddenly "felt funny" after leaving a store the day prior to the report. It was noted that the patient's head "felt like it was hanging down her back". It was noted that the patient was unaware if the store had theft detectors at the door, but "they may". It was noted that the patient's head had been "moving and shaking some" and she had "not felt strong". It was noted that the patient's "neck was sore from trying to hold her head up". It was further noted that the patient's "hands were numb for the last two months and it was hard for her to use the patient programmer". It was noted that the patient's implantable neurostimulator (ins) battery was at 50%. Additional information noted that the patient was able to clear the por condition and turn the device back on. It was noted that the patient was not holding the patient programmer over her implant for the whole time, while trying to clear the por. It was noted that the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient was diagnosed with stenosis in their cervical spine in the summer of 2013. The patient was referred to a neurosurgeon and a laminectomy was done. Soon after the laminectomy, the patient had numbness and tingling in their fingers. The patient has seen their health care provider (hcp) and the hcp told the patient they have carpel tunnel syndrome. A surgery was done, but that did not change anything. The patient could hardly feel anything, writing or doing anything else was difficulty. The patient also had extreme neuropathy. The ends of the patient's fingers were numb and the numbness had progressed. The patient could not feel anything, they had tingling and aching all of the time, but it did not hurt unless they touched something. The patient needed to see someone about their settings, but they could not see their hcp for six months. The patient's indication for use is dystonia. No cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported the cause of the patient's numbness was that they were status post axillary dissection for ca, had cervical myelopathy, and carpal tunnel syndrome (cts). The numbness in the fingers had not been resolved.